Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 539 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as fatigue. The customer was treated with insulin pump. Based on customer reported customer did not allege insulin pump was under delivering. Customer was not using auto mode. The device will not be returned for analysis.